Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific failure mode or patient injury was alleged. The medical records provided included the patient's implant operative report and implant tracking log only. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: this is a female with incomplete bladder emptying and recurrent urinary tract infections who was noted to have a significant cystocele. The patient does have a history of a prior cystocele repair; however, the patient has noted this has failed over the past several years. Patient also has issues related to incontinence with physical activity. On (B)(6) 2011 - the patient was diagnosed with a cystocele, enterocele and stress urinary incontinence. The patient underwent an enterocele repair with implant of a bard/davol flat mesh, implant of a non bard davol "intepro lite" mesh and a non davol "ajust" mesh sling. The attorney alleges the patient experienced unspecified adverse patient outcomes associated with use of the device.